Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The IFU deviation does not appear to have directly caused the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
It was reported the procedure was to treat a lesion with moderate tortuosity and moderate calcification in the right coronary artery (rca). The xience alpine was advanced to the target lesion; however, the stent was not visible under fluoroscopy. The dislodged stent was found inside the protective sheath on the prep table. There had been no resistance noted during removal of the protective sheath. A new 4.0 xience alpine was advanced to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.